Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during first fill of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from the tubing of the first fill line of the amia cassette and the solution bag. The patient disconnected and ended therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d10: concomitant product: dianeal, amia cycler (previously submitted as unspecified pd solution). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.